Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery dropped from 45% to 5% within a couple minutes. In addition, the customer stated the battery jumped from 20% to 55%. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.